Event description:
It was reported that left hip revision surgery was performed due to pain and other complications. Operative notes reportedly describe a painful metal on metal prosthetic device, and purulent and brown fluid surrounding the hip joint.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to pain and other complications. During the revision the hemi head, bhr cup, modular sleeve and anthology stem were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient preoperative signs of sepsis (fever, aspiration of purulent fluid with high white cell count but no growth in cultures). During the revision a splint in the iliotibial band and the gluteus maximus, a large amount of brown colored creamy fluid, an abscess, purulent material surrounding the implant, some scratches on the head, some corrosion and pitting with black material at the taper and trunnion, no loosening was noted. The results from mentioned pathological and microbiological analysis were not provided. Based on the provided information sepsis of the hip was the reason for the revision. An infection developed more than two years post implantation, in this case approximately 4 years, is defined as late infection, which are normally hematogenously acquired and not the result of an intraoperative contamination. Since no results of a microbiological analysis were received no further assessment regarding this circumstance cannot be performed. Without the device available, the reported extent of the possible corrosion and pitting remains unclear but may be consistent with the reported trunnionosis. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, all implants were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head, modular sleeve, stem and pelvis pin was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the bhr cup, hemi head, stem and pelvis pin. Similar complaints have been identified for the modular sleeve and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. The infectious disease doctor described the infection as sub-acute. It should also be noted the patient had dental problems and dental infections prior to revision. The origin of the propionibacterium acnes of the hip joint is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. The reported pain, adverse tissue reaction and trunnionosis are consistent with metallosis. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be confirmed, and it cannot be concluded that the reported reactions were associated with a malperformance of the implant or the root cause of the revision. The patient impact beyond the pain, revision, and expected transient postop convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.